Manufacturer narrative:
Event problem and evaluation codes: updated. No product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) could not be performed in that no specific product was identified. No serial number was provided. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Catalog number, lot number, UDI number are unknown. No information has been provided to date.

Event description:
It was reported that a pump was alarming with no disposable, pump won't run. The cassette had already been removed, put it back on and changed out the tubing, yet was still alarming. This occurred when the patient was changing the regularly scheduled mix and was at the priming step. The patient was advised to change the whole cassette, which was done, and the alarm stopped. The patient said the pump was able to prime and run at that point. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. There was no report of patient injury.